Manufacturer narrative:
Lead model 39565 serial# unknown implanted: (B)(6) 2010 explanted: (B)(6) 2011 extension model 37081-40 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011 extension model 37081-40 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011 extension model 37081-40 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011 extension model 37081-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011.

Event description:
It was reported that the patient experienced inefficient stimulation. The lead was connected to extensions, which were externalized for testing. After successful screening, the percutaneous extensions were disconnected. New extensions were implanted, tunneled and connected to the lead. Both extensions were explanted when the hcp missed the "click" of the torque wrench. New extensions were implanted, but impedance measurements showed intermittent high impedances. The extensions were reconnected, but still showed out of range impedances. The lead and extensions were explanted. It was reported that there was no patient injury. The patient was waiting for implantation of a new lead, and was being treated with drugs in the meantime.

Manufacturer narrative:
Analysis of lead model 39565, lot # unk, determined that a broken conductor circuit was at #0 and #1. Analysis of extension model 37081-40, serial # (B)(4) determined no anomaly was found. The continuity was acceptable and there were no shorts between circuits. Analysis of extension model 37081-40, serial # (B)(4) determined no anomaly was found. The continuity was acceptable and there were no shorts between circuits. Analysis of extension model 37081-40, serial # (B)(4) determined the proximal end of the connector was not completely seated in the implantable neurostimulator (ins) connector port. The connector was crushed and the setscrew had impressions in the insulation. The continuity was acceptable and there were no shorts between circuits. (B)(4).